Manufacturer narrative:
D9 - date returned to mfg: 12/19/2023 one device was received for evaluation. Visual inspection found the tamper seal to be broken, a bubbled dso seal, worn uso seal, and scratched lens. A review of the device¿s event history log found a cassette not attached properly alarm. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the dso was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when a cassette was attached to the device, the device still said to please attach cassette. It is unknown if there was patient involvement, no adverse patient effects were reported.